Event description:
Distributor informed our service department on the 30th of august that one of our products was involved in a case where a small laceration occured.

Manufacturer narrative:
The torque screw from a third party does not correspond to our specification designed for the skull clamp. As all other components of the device comply with the specification we cannot exclude that risks due to this not permitted system combination contributed to the reported event.